Manufacturer narrative:
(B)(4). Batch # p94731. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, after finishing all the transections the uterus was removed vaginally. During the time of washing and preparing to close the wound, the nurse found the enseal jaw was coming out. The jaw dropped out of the surgical area. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # p94731. Investigation summary: the device was received with the electrode detached from the jaw and active rod, the electrode was not returned. In addition the top jaw was not detached as reported. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.